Event description:
It was reported that a model ncsoft6, spring clip, came apart during surgery, and reportedly extended the case by a 1/2 hr to retrieve the piece. No permanent pt injury was reported due to this event.